Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported poor actuation and aspiration of the probe occurred during a procedure. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The complaint sample was visually inspected and deemed nonconforming. The needle is bent approximately 30 degrees. Actuation and aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The sample did not cut. The probe was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance felt when removing the inner cutter from the needle. Gouge marks observed at the bend area, cutting edge, and several areas along the inner cutter. The complaint evaluation does not confirm the sample had an aspiration issue. The sample met specification for aspiration. However, the complaint evaluation does confirm the sample had a cut issue. The root cause for the cut issue is due to the excessive surgical time of approximately 120 minutes for the probe being used. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or not function at all. How and when the needle became bent cannot be determined from this evaluation. No action is being taken as it appears that the cutter not working was due to excessive use of the probe by the user. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).